Manufacturer narrative:
The investigation into the pump stop has been completed. No product was returned for investigation. The cause of the pump stop was a leak from the sidearm but the exact location of the leak was unknown. It is also unknown how the damage to the sidearm occurred. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a leak at the purge sidearm. A purge bypass was performed but was unsuccessful. Saturated flows followed by a pump stop occurred. There was no patient harm reported.